Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the top plug riser pin is pushed into the back end and the bottom pin is bent. The chassis feature that keeps the pins in place is broken, most likely due to mishandling. Electrical continuity passed. Engineering also observed the distal end of the main tube to have a 2" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.

Event description:
It was reported that the bipolar plug in on the maryland bipolar forceps instrument broke. No add'l info was provided. No pt harm, adverse outcome or injury was reported.